Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the patient had been hospitalized for an inguinal hernia with pain. The severe paravalvular leak (pvl) was not the cause of the hospitalization. No intervention for the pvl had occurred nor was planned for treating the pvl.

Event description:
Additional information was received which indicated that while hospitalized for the hernia surgery, a ¿rapid response¿ occurred. At bedside, patient was on a 15 liters (l) of oxygen via a non-rebreather (nrb). The oxygen saturation was initially not known. A new oxygen ear sensor applied which identified oxygen saturations within the mid 70% range. The heart rate via telemetry noted a rate between 32-50 beats per minute (bpm). The patient appeared somnolent but would respond to pain stimuli. Bag valve mask ventilation began with respiratory therapy (rt) summoned. Arterial blood gasses (abg) and labs were drawn. On exam the right sided breath sounds were severely diminished. An x-ray was ordered to bedside. An electrocardiogram (ECG) was attempted but was of reported poor quality. As reported, the ECG likely did not reveal ischemic changes. Atropine was administered and defibrillator pads were placed on patient. The abg identified severe acidosis. The x-ray showed dense consolidations on all right lung fields except in the apical region. Following improvement in the heart rate, ventilation was changed to nrb. The patient was transferred to the ICU. Intubation was required. Septic shock was identified and vasopressor support was required. As reported, the septic shock was likely secondary to pneumon ia. The patient was on continuous renal replacement therapy (crrt). The crrt was initiated in the ICU to improve the hyperkalemia, volume status and acidemia. Valve intervention was not planned or scheduled due to critical state and poor prognosis of the patient. Multi-organ system failure developed and the patient died. As reported, the multi-organ failure developed as result of the failure of the aortic valve. The death was reported as non-cardiac related. Per the physician, event events associated with the death were not related to the valve.

Manufacturer narrative:
Updated data: b2, b5, h1, h6 annex e and annex f codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years and 5 months following the implant of this transcatheter bioprosthetic valve echocardiogram was performed while the patient was hospitalized. Echocardiogram showed severe paravalvular leak (pvl). No treatment was reported. No additional adverse patient effects were reported.